Event description:
It was reported that the lead was explanted 102 months after the implantation due to oversensing leading to inappropriate therapy. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin into 2 segments. All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 15 cm proximal to the lead tip that the insulation was abraded through. In this region the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing in the ventricular channel leading to inappropriate shocks delivery. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.